Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power issue. The reporter claimed that the subject pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2: date of submission 03/03/2017¿ device evaluation: the pump has been returned and evaluated by product analysis on 02/10/2017 with the following findings: a review of the black box showed call service 054 alarms on the date of the no power complaint. No damage was found to the battery compartment or the battery cap. The battery cap attached securely to the pump. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and no power issues or alarms occurred. The pump was opened to find no damage to the power circuit. Unrelated to the original complaint, the display was dim with a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.